Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the infection was spread through the bloodstream, which causes secondary infection. There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.